Event description:
Customer reported the system is displaying a camera error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the video circuit boards. No pt injury was reported.